Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a device change due to normal elective replacement indicator (eri), after connecting the right ventricular lead to the new device, high defibrillation impedance was observed. The lead was reconnected to the old device and high defibrillation impedance was still observed. The lead was reconnected to the new device and remains implanted. The patient was in stable condition.